Event description:
It was reported there was t-wave oversensing and fluctuating impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, which shows the ventricular impedance had increased in a two week period, from the 400 ohm range to 608 ohms. Noise/interference was also noted.